Event description:
It was reported that the wake button is difficult to press and requires pressing multiple times to function. There was no reported impact to the customer¿s blood glucose level. Customer applied more force to the button to resolve the issue.